Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that their insulin pump was damaged with multiple cracks and the display screen was frozen. Customer stated the device was dropped while they were attempting a set change. During troubleshooting, customer stated that they do not use the sensor feature and was able to rewind the insulin pump. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 215 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip, a cracked reservoir tube and a missing end cap sticker. No frozen display anomaly was noted during the testing.